Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In (B)(6) 2021, during a false movement, the patient felt a sharp pain, then some sensations of cracking and grinding, with the need to walk with a cane. On the imagery examination, a fracture of the head the prosthesis. CT scan: metallosis and early loosening of the femoral metaphysis and a pericotyloid granuloma. Explantation of the total hip prosthesis and replacement with a ceramic total hip prosthesis with pe cement. Metallosis observed. Doi: (B)(6) 2004. Dor: (B)(6) 2022. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was received for analysis. Visual examination of the device denoted a considerable wear appearance on the convex surface of the liner. Based on observations of the involved devices, it was found that femoral head got fractured into several pieces leading to stem's taper articulating and applying pressure to liner surface. Based on the foregoing, an audible sound could be present due to stem's taper and liner contact. Additionally, it was possible to observe a chipping condition on the liner's rim. Likely caused at extraction procedure when trying to disengage ceramic liner from acetabular cup. Both devices remain assembled. Fragment chipped from the rim was not returned for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.